Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was not impacted during the past occlusions and currently it was at 117 mg/dl. A cause of the past occlusions could not be determined. A pump system check was performed and the occlusion was found to be within the cartridge. The customer reported that the insulin appeared to be gelled. The customer changed the pump supplies and no insulin was observed during the fill tubing. The insulin appeared to be gel-like at the luer lock. The customer was to obtain a new vial of insulin.